Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient encountered infusion set cannula was kinked on (B)(6) 2024 after 3 or more hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Infusion set has been used for less than 72 hours. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.